Event description:
It was reported that during an unk procedure, the device did not fire. The jaws stuck closed. It is unk how they were opened. It is unk if it was stuck on tissue. A new device was used to complete the procedure. There was no pt impact reported. No further details known.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.